Manufacturer narrative:
H3/h6: the tracker was returned and analyzed. Analysis found that the returned tracker would not track when connected to a known, good system and displayed red status only. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported a disconnection with the non-invasive patient tracker occurred. A different in-hospital product with the same product number was used to initiate the procedure. There was no patient involvement.